Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. Based on the analysis of the device received, the outer cage and the inner channel were found kinked, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Complaint conclusion: as reported by the field, during a thrombectomy procedure, a 5x33 embotrap revascularization device (et007533, 20l069av) did not fit into a headway 21 microcatheter (mc). The device was changed, and the issue was solved. Tested on the table before introduction into the patient so no consequences. Additional information received indicated that there was resistance first felt inside the mc. The device moved normally in this sheath but it is not possible to enter the device into the microcatheter upon entry. The microcatheter had been used without any issue with a trevo and solitaire catheter. There was no damage to the embotrap. The device was used in normal condition. No excessive force was applied to the device. The visual inspection of the inner channel and the outer cage of the returned embotrap device indicated deformation (i.e. Several strut kinks on the distal cone and on the proximal outer cage and on the flared part of the inner channel) which may indicate advancement of the device against some resistance. There was no evidence of any strut fractures. The distal and proximal coils were intact. The visual inspection also indicated that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. Device insertion and delivery assessments were performed using the returned embotrap device and a sample headway21 microcatheter to confirm the complaint event. The returned embotrap device was successfully advanced to the microcatheter hub in its fully seated position, approximately 1mm from the proximal lumen of the microcatheter hub for the 1st and the 2nd attempt with slight resistance. The reported event was not confirmed with the returned embotrap device. However, the returned embotrap device failed to be advanced post 2nd attempt, and it was concluded that the resistance noted during the 1st and the 2nd attempt of the simulation caused the further deformation of the strut kinks on the distal cone and the deformation contributed to the inability to advance the embotrap device into the microcatheter hub post 2nd attempt. This was confirmed by the successful advancement of an undamaged sample emobtrap device into the headway microcatheter for multiple attempts. A new embotrap was then advanced with no noted resistance and successfully delivered through the entire length of the microcatheter. This was confirmed with the insertion tool fully seated in the microcatheter hub and also with gaps (i.e. Distance from the distal end of the insertion tool to the lumen at the proximal end of the microcatheter shaft) of up to 15mm. Advancement was unsuccessful at a gap greater than 15mm, i.e. Incorrectly seated. Recreation of the similar deformation on the distal cone was attempted by loading of a sample embotrap device into a sample headway21 microcatheter with the distal cone of the embotrap device partially deployed prior to placing the insertion tool into the microcatheter hub. The embotrap device protruded distally from the insertion tool (i.e. The distal stent like assembly of the embotrap device protruded from the distal lumen of the insertion tool approx. 4mm) prior to placing the insertion tool into the microcatheter hub. The insertion tool was then placed in the microcatheter hub. The embotrap device was advanced from the insertion tool, and the embotrap device failed to advance into the lumen of the microcatheter. It was confirmed under magnification, the distal cone was deformed (i.e. Kinks on the inner channel flared struts, a slight curvature of inner channel coil, and inner channel protrusion through the outer cage) with similarities to the deformation on the distal cone of the returned embotrap device. The returned embotrap device exhibits key characteristics which is consistent with advancement of the device against resistance. A visual inspection of the microcatheter used during the reported event was not possible as the microcatheter was not returned for investigation. It is concluded that the deformation on the distal cone of the embotrap device in conjunction with the use of the headway 21 microcatheter resulted in the event reported. The cause of the distal cone deformation is unknown however is likely that the damage to the embotrap device was caused by initial attempts to deliver the embotrap device into the headway 21 microcatheter. Based on the recreation of similar damage to sample embotrap devices during this investigation, it is likely that the scenarios below are causes of such deformation during the initial use of the embotrap device; the distal portion of the embotrap device partially protruded from the distal tip of the insertion tool prior to (or during) placing the insertion tool into a microcatheter hub. A failure to seat the insertion tool fully during advancement of the embotrap device into the microcatheter or a failure to maintain the insertion tool in a fully seated position whilst advancing the embotrap device, resulting in pre-deployment of the distal cone of the embotrap device in the microcatheter hub. (This can occur if the rhv seal was not fully tightened or there was a defect with the rhv seal, thereby allowing some movement of the insertion tool in the rhv during device delivery). There is no indication that this complaint was as a result of a defect with the embotrap device. The instructions for use (IFU) instructs to insert the distal end of the insertion tool through the rhv of the microcatheter and wait until fluid is seen exiting the proximal end of the insertion tool, confirming that the device is flushed. Advance the insertion tool until it is fully seated in the hub of the microcatheter. Fully tighten the rhv to hold the insertion tool securely in position. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a thrombectomy procedure, a 5x33 embotrap revascularization device (et007533,20l069av) did not fit into a headway 21 microcatheter (mc). The device was changed, and the issue was solved. Tested on the table before introduction into the patient so no consequences. Additional information received indicated that there was resistance first felt inside the mc. The device moved normally in this sheath but it is not possible to enter the device into the microcatheter upon entry. The microcatheter had been used without any issue with a trevo and solitaire catheter. There was no damage to the embotrap. The device was used in normal condition. No excessive force was applied to the device. Based on the analysis investigation on the device received, the outer cage and the inner channel were kinked.